Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an occlusion. The customer's blood glucose was unknown at the time of incident. The customer mentioned a reservoir would locked when she was changing the insulin and had difficulty pushing insulin. She had to install a new reservoir on a second issue. The reservoir is not expected to be returned for analysis.